Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.

Event description:
The event involved a 8" (20 cm) ext set w/1.2 micron filter, clamp, rotating luer where it was reported the total parenteral nutrition (tpn) filter broke during infusion. Tpn rate was 40 ml/hr. Infusing via left femoral central triple lumen. Patient with restraint orders. There was no human harm, but a delay of therapy as infusion had to be paused due to leaking into the bed, new filter delivered, applied and infusion restarted.

Manufacturer narrative:
One (1) photo was shared by the customer, where a tube separation from the inlet filter is observed, no additional damage or anomalies are observed on the photo, and the sample looks like was never used before. Complaint (B)(4) was used as a reference for this complaint, 3 samples with a separation from the outlet filter were received, and the od of the returned samples was measured finding within specification. Complaints of total parental nutrition (tpn) filter broke can be confirmed based on the physically used sample evaluation. The probable cause was due to an insufficient solvent applied during manual process assembly in ensenada. The device history review (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. D9 - device available for evaluation: no.